Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, the patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported on discharge date of (B)(6) 2008, the aneurysm diameter measured 49.0 mm. On (B)(6) 2008, follow-up imagining identified an aneurysm diameter measurement of 47.0 mm. On (B)(6) 2009, follow-up imagining identified an aneurysm diameter measurement of 42.0 mm. On (B)(6) 2010, follow-up imagining identified an aneurysm diameter measurement of 40.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 66.0 mm. On (B)(6) 2012, follow-up imagining identified an aneurysm diameter measurement of 68.0 mm. On (B)(6) 2013, follow-up imagining identified an aneurysm diameter measurement of 68.0 mm. The cause of the aneurysm enlargement is unknown. Reportedly, an intervention to treat the aneurysm enlargement has not been performed. Attempts were made to obtain additional information on this event, however no additional information will be provided.